Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 2 rods unknown part and lot numbers. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an anteriorly and posteriorly anterior lumber interbody fusion revision surgery, performed due to a nonunion, two trial handles broke into the trial. It was reported that during the revision surgery as the surgeon was impacting the first trial handle broke into the trial and the second trial broke after. All hardware was explanted. The patient was originally implanted, on an unknown date, from l5-s1 with 4-set screws, 2-rods, 1-cross link and 4-quick 7x40 mm screws. The patient presented with pain and it was confirmed by x-ray, date unknown, that the patient had a nonunion. The surgeon decided to perform a revision surgery on (B)(6) 2014. It was reported that there was a five minute delay in surgery. The patient was implanted anteriorly with a synfix-lr system at l5-s1 and surgery was successfully completed. The part and lot numbers are unknown for the explanted devices and they will not be returned. The reported date of event is for broken instruments only, not the non-union. This report is for 2 rods unknown part and lot numbers. This is report 1 of 3 for (B)(4).